Manufacturer narrative:
(B)(6) 2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins 1 and 5 lifted high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed an unknown error message. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient stated she tests ten times a day and manages her diabetes with humalog insulin (administered via insulin pump). The patient clarified that the subject meter displayed a message of not enough blood. The patient confirmed the alleged issue began on (B)(6) 2011 (time unknown). In response to the alleged issue, the patient indicated at an unknown time she manually administered her insulin based on her food intake; administered dose is not known. At 1:30pm that day, the patient confirmed her co-worker found her unconscious. While waiting for the emergency medical services (ems) to arrive, the patient confirmed that her co-worker administered a glucagon injection as treatment. The patient clarified she obtained a blood glucose result of "48mg/dl" with the ems's meter, she was immediately then given a second glucagon injection by the health care professional (hcp), and two minutes later she obtained a second reading of "251mg/dl" with the ems's meter. The patient denied going to the emergency room/ hospital after the alleged issue occurred. During troubleshooting, the customer service representative (csr) noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient reportedly developed a symptom suggestive of a serious injury and was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.